Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive permanent cautery hook (pch) instrument to perform failure analysis (fa). Fa did confirm the customer reported complaint and found the primary finding of broken yaw pulley at the posts. The broken piece is approximately 0.059¿ x 0.044¿ and is missing as a result of the breakage.

Event description:
It was reported that in central processing, while cleaning the instrument, the "small gray plastic bolt" was observed to be missing from the permanent cautery hook (pch) instrument. It is unknown when the fragment broke, if a patient was involved or what caused the breakage to occur. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc (isi) has not received the permanent cautery hook instrument that was used during this reported event; therefore, failure analysis investigations (fa) cannot be performed.